Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: under possible adverse effects: loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. Knutson, k., lewold, s., robertsson, o., & lidgren, l. (1994). The swedish knee arthroplasty register; a nation-wide study of 30,003 knees 1976-1992. Acta orthop scand, 65(4), 375-386. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6). This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
Information was received based on review of a journal article entitled, "the swedish knee arthroplasty register. A nation-wide study of 30,003 knees 1976-1992". The article addresses that an unknown number of knees required revision due to loosening. There has been no further information provided and the patients outcome is unknown.